Manufacturer narrative:
During installation of the heart lung machine, the field service representative (fsr) found that the nic board was not working. Through troubleshooting he determined that two roller pumps were thought to be the cause of the nic failure. He replaced the roller pumps and the nic board and the unit operated to manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) observed the circuit board to have damage on channel 10 and channel 11. It was determined that this was a direct result of the pinched cable assembly grounding out and sending a surge to the nic, causing the two channels on the nic to burn out. This complaint is related to cr-81438 / medwatch #1828100-2021-00182.

Event description:
Upon receipt of the device, during installation the territory manager reported that the network interface card (nic) was burnt up. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.